Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose, she gave a correction and went to the bathroom; realized her pump was not connected to her site. The customer tried to give insulin again, but it was unsuccessful due to active insulin. Customer stated the tubing was detached from her site and she does not know how it became detached. Customer stated she feels nauseous. Customer's blood glucose ranged from 300mg/dl-411mg/dl. Customer will call back to troubleshoot.